Event description:
Complainant alleged that while attempting to defibrillate a patient (age and gender unknown) the device displayed a "check pads" message. The device was being used with zoll electrodes (lot # 1803 - expiration date 02/2004). Complainant indicated that the clinician obtained another device to continue treting the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.